Event description:
It was reported that the health care provider could not get any telemetry with the implantable neurostimulator (ins), and the patient was being considered for a replacement surgery. It was noted that on the date of this report the ins was able to be interrogated with both the clinician programmer and the patient programmer. The ins looked like it might have fallen and was almost in the patient¿s breast tissue, which made it difficult to palpate. Additionally, it was reported that the patient¿s family saw an end of service message momentarily on the patient programmer. They ¿hit another button¿ and then it was just fine. The ins¿s voltage was read to be 2.9 volts, and the patient was getting stimulation. It was later reported that normal battery depletion occurred. Impedance testing was performed and all impedances were normal. No interventions were taken or planned, and the patient was fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v563742, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4),product type: programmer, patient. Product ID: 37085-60, serial# (B)(4),implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v563742, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4),implanted: (B)(6) 2010, product type: extension. (B)(4).